Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker's memory content was analyzed. No anomalies were noted. The pacemaker was successfully interrogated revealing the battery status eri since (B)(6) 2014. The device was implanted for about 100 months. The battery condition was anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. At a next step the pacemaker was opened and the electronic module was thoroughly inspected. During the analysis it was noticed that the pacemaker measured an impedance higher than the true battery impedance value. This led to a shorter calculated time to eri. Further inspection revealed that this resulted from a damaged resistor. Please note, that this phenomenon does not influence the therapy functionality of the pacemaker. In summary, the device was implanted for about 100 months. A drop of the time to eri resulted from a measured battery impedance value higher than the true value. The root cause of this event was a damaged resistor. However, the manufacturing records document a flawless device production. It is therefore assumed that the damage occurred after the device shipment. The date of occurrence was not determinable. The therapy functionality of the pacemaker was not compromised.

Event description:
This device was returned without documentation from medtronic. After calling medtronic, st. Jude medical, boston scientific, and ela who had no patient information. The patients following physician had no patient information as well. Should additional information be received, this file will be updated. (B)(6) 2016. Based on the analysis, it was decided that this is reportable. Also, we were informed this patient expired on (B)(6) 2014.